Manufacturer narrative:
H3: product analysis as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box, within a sealed plastic biohazard pouch and within its opened echelon-10 inner pouch. A second echelon-10 micro catheter was also returned and will be addressed in pli-20. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 micro catheter hub. The distal ~1.5cm of the echelon-10 micro catheter was found shaped. A rupture was found proximal to the distal marker band. No damages or irregularities were found with the distal tip or marker bands. No breaks were found with the echelon-10 micro catheter. Testing/analysis: the echelon-10 micro catheter total length was measured to be ~155.6cm, the usable length was measured to be ~147.8cm, which is within specification (specification: total (ref) = 155cm, usable = 147cm ± 1.5cm). The echelon-10 micro catheter was flushed and water exited the tip and out the rupture. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter break¿ at the tip could not be confirmed as the tip was still attached to the micro catheter body. The customer report of ¿catheter leak¿ was confirmed. A rupture was observed near the distal marker band. It is possible the rupture occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, or increased injection force against resistance. The micro catheter was not occluded or damaged. Therefore, the cause of the rupture could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that one echelon catheter leaked in the distal section, and another echelon catheter experienced resistance in the distal section. The patient was undergoing aneurysm embolization. The access vessel was the femoral artery with a 20 mm diameter. It was noted the patient's vessel tortuosity was moderate. It was reported that during aneurysm embolization, the tip of the echelon 10 microcatheter fell off during delivery. It was promptly replaced with another echelon 10 catheter. The second echelon 10 catheter experienced large delivery resistance at the tip end and the coil could not be pushed forward. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per the IFU. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.